Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that a red heart alarm was displayed on the system controller after the patient fell. The patient switched to the back-up system controller while being transported to the hospital by emergency medical services (ems). No harm to the patient was reported during this event and no further information was provided.

Manufacturer narrative:
The evaluation of the returned system controller confirmed damage consistent with the reported event. The system controller would not operate a test pump in its received condition. The hardware securing the internal printed circuit boards had broken as a result of the impact after the report of the patient falling and the electrical connection between the internal printed circuit boards was compromised. The damage observed to the system controller was consistent with the reported event and the impact compromised the internal screws securing the printer circuit board rendering the device inoperable. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The MFR is closing its file on this event.